Event description:
Event description guidant received information that this pacemaker had reached end of life (eol) after approximately three years in service. The physician suspected the device had experienced premature battery depletion and thus, returned the device for analysis after the replacement. Additionally, the atrial lead was observed to have an impedance of >2500 ohms during the previous follow-up visit, although the subsequent daily measurements revealed an impedance of 310 ohms. During the pacemaker replacement procedure, a fracture was observed on this atrial lead. The lead was partially removed and a portion was capped and abandoned in the patient.